Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The patient went to emergency room and got hospitalized and the duration of emergency room stay was for 3 days. The patient was eventually shifted to intensive care unit (ICU). The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient was tested positive for ketones and it was dangerous and life threatening. The patient got treated with intravenous and fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.